Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate atp and high voltage therapy. Episodes of sinus rhythm interspersed with short bursts of supraventricular tachycardia were observed. The device was reprogrammed. The patients condition is fine.